Event description:
The following information was provided: infection. Swapped out other company¿s liner and our femoral head implant.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 25mm mod rev hip bdy/blt +20mm component level 9006-1-225; cat# 6276-1-225; lot# 95041604 bowed conical stem 22 x 195mm restoration modular hip system; cat# 6276-7-222; lot# 95041604 trochanteric grip plate; cat# 6704-3-093; lot# cax089149a. D-m 2.0mm beaded cable set vit; cat#6704-0-520 ; lot# 29706451, d-m 2.0mm beaded cable set vit; cat#6704-0-520 ; lot#30605351, d-m 2.0mm beaded cable set vit; cat#6704-0-520 ; lot#30605351, d-m 2.0mm beaded cable set vit; cat#6704-0-520 ; lot# 30605351, d-m 2.0mm beaded cable set vit; cat#6704-0-520 ; lot#30605351, d-m 2.0mm beaded cable set vit; cat#6704-0-520 ; lot#30605351. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.